Event description:
The end user reported that the issue started about 2 weeks ago and has progressed from 1 out of 10 wafers. She was receiving 3 day wear time. Peristomal skin was red and had clear fluid filled blisters to the left and below the stoma which progressed toward her groin. She had "severe pain" to the area up to nine on the scale. She reported bleeding in the amount greater than a teaspoon from the left stoma. She dabbed this area with a tissue but the bleeding did not stop. She also reported that stool "shoots" from her stoma and she had nausea at times. Her health care professional placed her on amoxicillin 500 mg. This oral antibiotic was changed to a different oral antibiotic on (B)(6) 2021. The end user stated that her stoma was oval and was unable to state the size. She used (B)(6) to clean the skin and adhesive remover. She was instructed discontinue (B)(6) and clean with non-moisturizing bar soap. No photo available at this time. The end user continued using the product.

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Batch record review: lot 1d00505 was manufactured on 08/apr/2021, in the ats #2 manufacturing line with a total of (B)(4) mkus. A batch record review was performed on 28/jul/2022, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material ID (B)(4) and manufacturing order (B)(4). No discrepancies related to the issue reported were found. Complaint data analysis: on 08/26/2022, a search of complaints into trackwise system for lot number 1d00505 was performed. As a result, a total of 6 complaints were found and 3 are related to the same malfunction code of this investigation. Returned sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. No significant changes have been made in the process or in the product components that could cause the adverse effects reported by the customer. The product was used in their shelf life. No photos or samples were received and per customer description there is not enough information about how the product was used that leads us to a conclusion, therefore, there is not product malfunction confirmed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.